Event description:
The pt experienced pain allegedly caused by polyetheylene wear, and the tibial component was revised.

Manufacturer narrative:
Corrected info: d6l catalog # = 6635-1-709; lot # = obyfbb d8: date of explant = 8/18/1998 additional info: h4: date of mfg. = 4/1986 summary of evaluation: the info provided and the examination results are insufficient to determine the cause of this event.